Event description:
It was reported, the patient's ipg is protruding causing pain and discomfort at the ipg site. Surgical intervention is planned to address the issue.

Event description:
It was reported the surgeon repositioned the patient's ipg on (B)(6) 2015, which resolved the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.